Event description:
Boston scientific received information that noise was detected on the right ventricular channel. The noise resulted in inappropriate shocks. In addition some pacing impedances appeared to be out of range. An insulation issue with this right ventricular lead was suspected. This lead remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.